Event description:
It was reported that an asymptomatic patient with non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the device. Programming changes were made. Patient was stable.